Manufacturer narrative:
(B)(4)

Event description:
It was reported by the doctor that the iuniht screw fractured; the fractured portion was removed from the implant and the screw was replaced by another.

Manufacturer narrative:
One certain® titanium hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn but functional. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium hexed screws, it is recommended to torque at 20ncm. A singular cause could not be determined.